Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic 22x90mm stent was used during a colonic stenting procedure performed on (B)(6), 2012. According to the complainant, the guidewire was placed across the lesion. During the procedure, the stent was unable to be deployed. The procedure was successfully completed with another wallflex enteral colonic stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found the stent was partially deployed and that some of the polytetrafluoroethylene (ptfe) coating had detached.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. A visual examination of the returned device found that the stent was partially deployed by approximately 35 mm. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 235 mm distal to the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was slightly bent at several locations along its length. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer catheter. No other issues were noted with the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.